Event description:
It was reported that the patient with a known occlusion of the left intracranial vertebral artery and stenosis of the right intracranial vertebral artery, presented to the hospital with posterior fossa transit ischemic attack. During interventional treatment, the stent prematurely deployed in the epicranial right vertebral artery, proximal to the stenosis. A second stent was successfully positioned at the site of the stenosis. The patient experienced no clinical consequences and was discharged home the following day.

Manufacturer narrative:
For no allegation of product malfunction or non-conformance contributing to the reported event. Additional information received from the account indicated that the patient had moderately tortuous anatomy. It was also reported that no resistance was encountered and that the rotating hemostasis valve was adequately tightened during the procedure.